Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The customer had high blood glucose levels the day prior to being hospitalized. The customer did not treat with a manual injection, but did change the infusion set three times. Troubleshooting was performed. The programming was correct and the insulin pump passed the prime test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.